Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by customer's husband that customer has been having issues with sensor. Customer's wife tends to check her blood glucose and the meter show 500mg/dl and minutes later its 200mg/dl. Customer has been running low and had been taking glucogon shots. Customer's husband stated the insulin pump is working properly. The blood glucose reading was 500mg/dl. Nothing further reported.